Manufacturer narrative:
Age at time of event: 18 years or older

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in severely tortuous superficial femoral artery. A 5.00mm/2.0cm/90cm 2cm peripheral cutting balloon was selected for dilatation of the target lesion. During the procedure, the balloon ruptured at 10atm at second inflation for 10 seconds. The device was simply pulled out of the patient the procedure was completed with another of same device. No complications reported and patient is stable.